Manufacturer narrative:
A request has been made to have this device returned to boston scientific for analysis. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient's competitive right ventricular (rv) lead was believed to be fractured. Noise was observed on the rv rate/sense channel, and pacing impedance measurements were greater than 3000 ohms. The patient received several inappropriate shocks due to the noise, but suffered no additional adverse effects. Of note, the patient is not pacemaker dependent. The physician elected to reprogram the device to monitor only mode until a revision could be performed. During the revision procedure, the competitive rv lead was successfully replaced, and the physician elected to replace the device at that time since it was nearing elective replacement indicator (eri).

Manufacturer narrative:
Subsequently, the device was returned to the boston scientific post market quality assurance laboratory for analysis. An interrogation of the device confirmed that it was in a middle of life (mol) battery status. The device passed a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.